Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were just released from the hospital due to high blood glucose of 897 mg/dl and diabetic ketoacidosis. Blood glucose at the time of call was 126 mg/dl. Troubleshooting found that drive support cap was normal. The high pressure test passed and the customer was advised to monitor pump and follow up with doctor regarding high blood glucose.